Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. Review of the transmission showed that the device generated an at/af episode alert, which was later determined to be a false positive caused by atrial over-sensing noise. No intervention was reported. Patient condition was stable.